Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set where the blockage was located at the site. Patient was alerted by alarm 2 followed by alarm 26. The patient noticed symptoms three or more hours after insertion. The site of insertion was abdomen and was rotated regularly. The patient changed supplies as necessary and resumed insulin therapy. No further information available.